Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured in the cast zone at 71.5 cm from the connector pin. The initial reported event of rv lead impedance, fracture, and inappropriate therapy was submitted via remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued the rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. It was also reported that the patient received inappropriate therapy due to the right ventricular lead having high impedance and a fracture. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.